Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Sensor kit expiration date is 31 oct 2019, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the caller's reported of "about one week ago". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer an unspecified low reading issue with the freestyle libre sensor. The customer "interrupted his insulin protocol" due to the low readings, and subsequently lost consciousness. The customer was taken to a hospital, where he was diagnosed with hyperglycemia and provided unspecified treatment. There was no report of death or permanent injury associated with this event.